Manufacturer narrative:
Additional information: section d9: device available for evaluation: yes. Section d9: returned to manufacturer on: 5/6/2025. Section h3: device evaluated by manufacturer: yes. Device evaluation: visual inspection of the complaint device reveal that the lens was received in a specimen vial and it was cut into three pieces. No issues with the lens pieces were observed. Conclusion: the complaint issues were not identified during product evaluation. The other observed issues during the product evaluation could not be confirmed to be related to the manufacturing or design issue. Based on the complaint investigation results, the product was released within specification. No product deficiency or product malfunction could be identified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Section a2, a3b, a4 and a5: unknown/ asked but not available. Device evaluation: the product was not returned for evaluation therefore; testing of the device was not possible. Manufacturing record evaluation: based on the manufacturing records review, and historical complaint review, there is no indication of a product malfunction or product quality deficiency. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. Attempts have been made to obtain missing information; however, to date, no response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported patient had cataract surgery in left eye. Post op patient was unable to adapt and the lens was explanted and replace with a non-jnj intraocular lens in a secondary procedure. There was no patient injury. There was no medical/surgical intervention required. The patient is good. No other information is available.